Manufacturer narrative:
Device was missing from the package. Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report.

Event description:
Head of theatre, reports via our sales rep, that during a surgery the package was opened and the set screw was missing. A set screw (B)(4) was separately at hand.